Manufacturer narrative:
A company rep visited the customer site and evaluated the system. The rep was unable to replicate the customer reported issue. The system was then verified to meet specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. (B)(4).

Event description:
A consumer reported a system had no phaco and vacuum during a procedure. The system was exchanged to complete the procedure. There was no pt harm.